Event description:
A ventilator was returned to the MFR's service center with a complaint the device's audible alarm will not sound. There was no reported pt harm or injury. The ventilator was evaluated at the MFR's service center and the customer's complaint was confirmed. The device was found to have an alarm speaker malfunction. Root cause investigation is currently in progress and a f/u report will be filed when the investigation is completed.